Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Save for cungza.the consumer reported the patient had experienced a loss/change of therapy. The patient was not feeling stimulation since (B)(6) 2016. It was confirmed the patient was on 0.6v and the therapy/stimulation was off. It was reviewed the therapy would need to be on for it to be effective. The therapy was turned on with the help of a representative and the patient increased to 0.7v. The patient felt stimulation and the situation was resolved. The patient indicated it had felt like it "stopped working" so she wanted to change programs. The patient had the stimulation off for a foot surgery for a few weeks and when she turned it back on, it "didn't seem to work as much" and in the past week, the patient had "much more urination." No falls/traumas were reported. It was noted that maybe the patient never turned stimulation back on correctly. The patient programmer batteries were at 25 percent. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.